Manufacturer narrative:
B.7 additional information was added as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. The cause of the bleeding was not determined since the product was not returned and insufficient clinical details provided. The device history review was completed and the pump passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for unloading during percutaneous coronary intervention. The pump was placed per instructions for use and the patient remained hemodynamically stable throughout the case. The impella cp was weaned and removed. The perclose was locked down. There was some oozing remaining so the physician placed one angio seal. The patient was sent to the intensive care unit without any groin issues or bleeding.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.